Event description:
It was reported that while the patient was implanted with an impella cp medical staff pushed the automated impella controller (aic) and the patient in a bed over a bump. Subsequently, the impella alarmed and stopped. The perfusionist dropped the p level and the impella restarted. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - pump stop has been completed. The aic was received for investigation. At 23:10:03, the user opens up the menu for p-level and chooses p-0 at 23:10:12, which triggers impella stopped alarm at 23:10:22. P-level is set to p-5 at 23:10:48, and pump starts back up resolving pump stopped alarm and delivering hemodynamic support. The real time (rt) logs at this time confirm the user manually stopped the pump. At 11:39:30 on (B)(6), the user again opens up the menu and sets p level to 0 triggering a pump stop. The console is then put into surgical mode and attempted to be restarted but there is high motor current resulting in a pump stop. This happens a total of 8 times over the next 3 minutes before the console is left at p-0 for the next hour. The console is then set to p-1 and the pump successfully starts back up. Finally, on 17:24:11 on (B)(6), the log entry "pump motor driver (pmd)" ok indicates that the pmd is reinitialized (though there is not a log entry for what the impetus of this was). This is followed by eep communication reinitializing. There is an event 115 impella stopped alarm which triggers because the pump speed goes to 0 despite p-level of 7 as the impellatronic board is reset. The pmd completes reset and the pump is started back up returning hemodynamic support. The case is completed and the pump is disconnected on (B)(6). Device analysis: during testing, the console was ran continuously for 3 days with no interruption in pump performance. Console could be manually set to p-0 mimicking the log entries from the (B)(6) and (B)(6) that triggered the event 18 impella stopped alarms but did not have difficulty restarting as occurred on (B)(6). Connections between the pbm and impellatronic board were confirmed to be properly connected and shaken during run (to reproduce going over bump on (B)(6)) with no effect on console performance. Failures were not reproduced during testing. Root cause: the cause of the aic to not be able to restart on (B)(6) after the console was set to p-0 is undetermined as the failure mode was not reproduced and the logs did not indicate what was preventing restarting the pump. B3. Date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-29788. D4. Serial number was erroneously entered on the initial manufacturer device report number 1220648-2025-29788.